Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the consumer had trouble removing the outer cover of the unspecified bd¿ pen needle after use and stuck himself during the attempt.

Manufacturer narrative:
Investigation summary: customer returned (10) 4mm, 32g bd pen needles; 6 were without the tear drop label and 4 were sealed. Consumer states cannot detach pen needle with outer cover. All returned pen needles were examined and the following was observed: 6 open - 3 bent at pe, all attached and detached ok. 4 sealed ones received attached and detached ok. DHR could not be performed as the lot number was not provided. Based on the samples / photo(s) received the investigation concluded: -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the consumer had trouble removing the outer cover of the unspecified bd¿ pen needle after use and stuck himself during the attempt.